Event description:
It was reported that the patient undergoing a revision of her total knee replacement due to instability and pain. During the explant of the components it was noted that the ps insert had broken. The surgeon continued with original plan which was to revise the femoral component and tibial insert.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown femoral component was reported. It was reported that the insert had broken. Femoral component was not broken. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femur. It was noted that the device was not returned for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient undergoing a revision of her total knee replacement due to instability and pain. During the explant of the components it was noted that the ps insert had broken. The surgeon continued with original plan which was to revise the femoral component and tibial insert.